Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting and took place in september 2015 (case# FDA-2014-n-0736-1356, awareness date 08-oct-2015). Case was received in united states and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that since essure placement (2 years ago) she had horrible periods that caused her to pass blood clots. She had dizzy spells so bad she could not walk straight and would feel nauseous. Her hair fell put (as reported, understood as out) in clumps and sex was painful. Her uterus is enlarged to the size of being 3 months pregnant and she held water weight. She reported that she gained 60 pounds and states that she never changed her diet and was more active. She was moody and felt like hell every day. She had an annoying ringing in her ears, headaches, dry itchy skin and heartburn. Last week ((B)(6)2015) she had to undergo surgery to have essure removed and have a tubal done. Her dry skin, headaches, dizziness and ringing in ears have all gone away in 1 week. In addition, consumer reported that she will be retaining an attorney and, when the time comes, she will have them to sue bayer for those 2 years and having to undergo surgery to have her life back. Result and assessment of the product technical complaint investigation received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had horrible periods that caused her to pass blood clots after essure (fallopian tube occlusion insert) insertion. The devices were surgically removed (approximately 2 years after their placement). This event is listed according to the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer mentioned her uterus was found enlarged. This suggests an underlying uterine condition (such as adenomyosis or uterine fibroids); which could be an alternative explanation for the reported menstrual changes. However, since limited information was provided and as consumer related the reported event to essure placement; a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process (consumer stated she will be retaining a lawyer).

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: report from lawyer (new reporter), essure implanted on (B)(6) 2013, removed in (B)(6) 2015, tubal ligation performed, newly reported and amended events included severe cramping, bloating, blisters, skin irritation, irregular and abnormal menses, twitching, back pain, depression, painful post-operative recovery; since essure removal symptoms were mostly resolved (only already mentioned were considered); company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had horrible periods that caused her to pass blood clots after essure (fallopian tube occlusion insert) insertion. The devices were surgically removed (approximately 2 years after their placement). This event is listed according to the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer mentioned her uterus was found enlarged. This suggests an underlying uterine condition (such as adenomyosis or uterine fibroids); which could be an alternative explanation for the reported menstrual changes. However, since limited information was provided and as consumer related the reported event to essure placement; a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process (consumer stated she will be retaining a lawyer).

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 27-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-2189). Essure was implanted in 2013. After insertion, she noticed a list of issues her body was undergoing: hair loss, retaining water, rash, fatigue, constant pelvic pain and the list goes on. After removal of essure and tubal litigation, her symptoms have gone away. She was certain that essure caused her health issues. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had horrible periods that caused her to pass blood clots after essure (fallopian tube occlusion insert) insertion. The devices were surgically removed (approximately 2 years after their placement). This event is listed according to the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer mentioned her uterus was found enlarged. This suggests an underlying uterine condition (such as adenomyosis or uterine fibroids); which could be an alternative explanation for the reported menstrual changes. However, since limited information was provided and as consumer related the reported event to essure placement; a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process (consumer stated she will be retaining a lawyer).